Event description:
It was reported that the femoral slap hammer tip failed to latch onto the femoral implant/provisional due to a fractured spring and general wear and tear. The surgery was completed using a back-up instrument. There were no consequences or impact to the patient. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. G2 - foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.